Event description:
Patient reported the infusion device displayed repeated e7 electronic errors. The infusion device was returned to the first level investigation unit, and it was found the vibra alert does not function. The infusion device was sent to the manufacturer for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. E7002 were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.